Manufacturer narrative:
Please note: device (lot#i0505023) is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.

Event description:
The following information was received from the affiliate. This report was presented at the 15th annual meeting of the society of interventional cardiology in another country. Abstract title: fracture of sirolimus-eluting stent (case 3). The target lesion was lad. The lesion was highly calcified, bent and bifurcated. There was 99% stenosis at the proximal end of the lad, 90% stenosis at d1 and 99% stenosis at the proximal end of lcx. In 2005, rotablator (1.5mm bar) was conducted. Then, a 2.5x28mm cypher des was implanted by crush stenting and kissing balloon technique. Details of the other stent implanted are unknown. The residual % of stenosis was 0% at all lesions. Other procedure details are unknown. A follow-up cag was conducted six months post index procedure and 99% restenosis with aneurysm was observed inside the cypher. To treat the restenosis, a bare metal stent was implanted insided the implanted cypher. The residual % of the restenosis was 50% in the middle of the stent after treatment. Other procedure details are unknown. Pre, intra, and post-procedure medications are also unknown.